Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported after implant on (B)(6) 2020 the patient experienced a loss of sensation in her legs. A hematoma was discovered after a fall. In turn, the device was explanted. The hematoma was surgically removed. Sensation in the legs was restored.